Event description:
It was reported that the patient's scs system was explanted and replaced to address the issue.

Manufacturer narrative:
It was reported to abbott that the patient had a lead revision due to ineffective stimulation. Rep stated that the scs system is not providing adequate relief for the patient. When meeting with the patient the rep stated, it was found that the patient has ineffective stimulation due to both leads being impeded. Patient had revision (B)(6) 2020. No complications. Both leads and generator were explanted and replaced. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-31929. It was reported the patient was experiencing ineffective therapy due to high impedances on both scs leads. In turn, the patient may undergo surgical intervention to address the issue.